Event description:
It was reported that the insulin pump alarmed motor error during a priming attempt. The blood glucose reading was 230 mg/dl. The customer stated that she was trying to prime the tubing for an infusion set change when she received the alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip.